Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the jaws started to peel off during use. There was a lot of cautery being used due to a large amount of fat.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 06/14/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. No evidence of peeled silicone was observed. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw/delaminated" was not confirmed. The lot # 3000382562 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.